Event description:
68 yr old male admitted for removal of malfunctioning penile prosthesis. One cylinder appeared to have a leak. On examination, the pt was found to have a probable slow leak in his left cylinder. The right cylinder appeared to hold adequately, but was replaced with an ams dynaflex penile prosthesis, 20 cm in length, 13 mm diameter, and 2 cm total of rear tip extenders.